Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st and xenmatrix on (B)(6) 2021 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the phasix st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H.11: this is an addendum to the initial emdr submitted (MDR number: 1213643-2022-94671). This supplemental emdr is submitted to report the corrected event details provided in the addended legal claim. This supplemental emdr represents the bard/davol phasix st mesh (device #1). An additional emdr was submitted to represent the bard/davol xenmatrix ab (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st and xenmatrix on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the phasix st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per addended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st and xenmatrix ab on (B)(6) 2021. As reported the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.